Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back under the therapy electrodes. It was reported that the area looks red, skin is cracking and began to bleed. Patient was a paraplegic and laid down most of the day. There was no alleged device malfunction contributing to the irritation. It was reported that the patient had nurses there to look at irritation but there is no indication that the patient received medical intervention. Follow up indicated the area where the wires are was healing a bit but that the cuts are still present and bothering patient.